Event description:
It was reported that during device preparation, the xience prime stent dislodged from the balloon after the protective sheath was removed. Resistance was not encountered during removal of the sheath. There was no patient involvement. Another xience prime was used to complete the coronary procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was retained by the hospital and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.